Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "during removal, the implant shell tore" and "the capsule was contracted in the upper and medial folds". This record is for the left side. Device was explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "during removal, the implant shell tore" and "the capsule was contracted in the upper and medial folds". Later healthcare professional reported "there was no damage to the left side" this record is for the left side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.